Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5150520. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, a probable root cause may also be related to damage to the cylinder, caused by a possible pressure variation or a failure in the sensor reading at barrel positioning station. This damage may lead to incomplete needle activation and/or may be associated with a failure in the uv adhesive application process, resulting in the adhesive being applied on the button instead of on the component hub. However, for a detailed analysis, the presence of the physical sample would be necessary. At this time, a corrective and preventive action plan has been initiated to address the issue of needle retraction failure. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Event description:
After using the jelco 22 (bd insyte autoguard) needle-on-catheter, the needle retraction safety mechanism failed.